Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that parts of the evacuator device were missing. So it could not used.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), unused bulb evacuator. Visual inspection of the sample noted that one end of the evacuator was missing the strap and cap that was to go on the bottom of the evacuator. This does not meet the specification "no damaged or missing components are permitted." A potential root cause for this failure could be ¿incorrect assembly operation of cap / bulb (incorrect assembly)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that parts of the evacuator device were missing. So it could not be used.